Event description:
It was reported that a patient's right atrial lead had experienced a loss of capture. It was later confirmed that the lead had dislodged, revealed by a chest x-ray performed on (B)(6) 2022. The lead was repositioned on (B)(6) 2022. During the pre-discharge check on (B)(6) 2022, it was noted by chest x-ray that the lead had dislodged once again to go along with loss of capture. The lead was ultimately explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information notes that the patient's right atrial lead was only revised on (B)(6) 2022, not explanted or replaced.

Manufacturer narrative:
Correction - d6b - explant date of (B)(6) 2022 should not have been included in the initial report submitted on (B)(6), 2022, and should instead be blank.